Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently the pump touchscreen was unresponsive and the screen timed out too soon. Customer reported multiple occlusion alarms occurred. Customer changed the infusion set to address occlusion. Customer's blood glucose was 400 mg/dl. Customer continued to use pump for insulin therapy.